Event description:
Additional manufacturer narrative(provided by medline)per report, "(B)(6) customer is stating several purchasing item the cuff becomes lose while cuff is inflating and does not give an accurate reading." There were no reports of death, serious injury, medical intervention, or follow up care.it has been determined that the reported event could cause or contribute to serious injury if it were to occur again.in an abundance of caution, this medwatch is being filed.if any further relevant information is identified or obtained, a supplemental medwatch will be submitted. Event or problem descriptionper report, "(B)(6) customer is stating several purchasing item the cuff becomes lose while cuff is inflating and does not give an accurate reading.".

Manufacturer narrative:
Failure analysis:1.transtek couldn't get the details of the end user and couldn't get back the devices for further analysis. We do not have the opportunity to conduct further analysis.2. The product has passed safety test of iec 60601-1, its performance meets the requirements.possible casue:the cuff may slip off when the device inflates. Long-term tight tension will deform the hook side and flatten the loop fibers of the hook-and-loop fastener, causing permanent loss of adhesion. Fit the cuff snugly around your wrist with enough room to fit one finger between the cuff and skin. Do not fasten the wrist cuff of the blood pressure monitor too tightly. Conclusion: this issue would not cause or contribute to a death or serious injury, not a MDR event. If any further relevant information is identified or obtained, a supplemental update will be submitted.